Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the current controlling transistor q1 was shorted on the bedside board. This prevented the charger from properly charging a battery pack. The root cause for the shorted component was unable to be positively determined. No adverse event resulted from the shorted component. The patient received a replacement battery charger.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that there was an issue with the patient's charger. The patient was issued a replacement battery charger. Upon initial review of patient flag data, the battery charger was determined to be not reportable; however, upon completion of the battery charger evaluation, additional information about the condition of the battery was discovered and it was determined that this was a reportable device malfunction.